Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not power up in battery mode. The complainant indicated that when the battery was removed and reinserted in the unit, the unit powered on. The complainant indicated that there was no pt involvement during the reported malfunction.